Manufacturer narrative:
Information contained in this report was previously submitted through 23/jul/2018, 15/oct/2018, and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight of the device was within specification, a flat crease, voids and white particles in the shell. A microscopic analysis was performed which identified: one striated opening on radius and wear abrasion. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool, creases are observed but have no relationship with manufacturing process.

Event description:
Patient reports right side rupture, pain, anxiety, capsular contracture, baker grade IV, and creases. The device has been explanted.